Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir did not securely locked on the insulin pump when he had a set. Customer reported about the auto mode issue that he thought was not giving him a correct bolus delivery. Customer stated that prior to call he made a manual bolus while having a micro bolus through insulin pump and resulted to 3.6 mmol/l and was treated with food. Customer stated that has been experiencing low blood glucose for few minutes only. Customer declined to troubleshoot for low blood glucose and corrected it by himself, he was eating chocolate while on call. Customer reported 12.9 mmol/l as current glucose. Customer reported leak was at reservoir barrel. Customer stated that possible leaks was in the stopper area. Customer was unsure if leak was past first or second o ring. Customer stated there was no air bubble in the reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.